Event description:
An event of disconnection involving a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white) luer lock occurred during patient use. The report stated that "the mother called the registered nurse to the room, as lipid infusion was disconnected and not infusing". It had spontaneously disconnected from the tri-set connected to her PICC line. The event occurred on (B)(6) 2024. The packaging was not saved. This a single use device that was not reprocessed nor reused on a patient. Sample photos are provided showing the defective device. The device will be returned. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. The device was in use for patient care. The patient is a 7-months-old female. There was patient involvement and unknown patient harm.

Manufacturer narrative:
The device is available for evaluation. The investigation is pending.

Manufacturer narrative:
Investigation summary: received one (1) used. List #a1141, 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock; lot #13993021. Customer provided a photo, as observed no physical damage or other anomalies noted. The male luer was measured and met iso compliance and the set was functionally tested and no leaks were observed. Could not confirm customer complaint of "lipid infusion was disconnected and not infusing. It had spontaneously disconnected". The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.